Event description:
In 2009, the patient underwent the surgery with the t2 femoral nail (retrograde). At about 2 months later, the patient was sitting, and there was a pain in the femoral bone when she stretched her leg. Afterwards, the surgeon found through the x-ray that the nail was broken in the part of distal screw hole. Thus the surgeon used the t2 femoral nail (11mm) in the revision surgery 10 days later. The revision surgery was completed without problem.